Manufacturer narrative:
The delivery pusher and implant were returned for evaluation and confirmed the implant was stretched and detached. (B)(4).

Event description:
Coiling treating of an aneurysm. It was reported during coil delivery, the coil prematurely detached. The coil and microcatheter were removed together successfully.no patient injury reported.

Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted.(B)(4)